Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that five and a half years after the implant of this transcatheter bioprosthetic, an echocardiogram indicated moderate paravalvular leak (pvl). Subsequently, a paravalvular leak (pvl) repair was performed. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.